Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted on (B)(6), 2005.according to the complainant, post-procedure, the patient presented with unspecified complications. Additional information obtained from the physician's office noted that the patient was last seen on (B)(6), 2005 and was doing well.all other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.